Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer had been experiencing high blood glucose levels. It was stated that he normally is in between 150 to 190 mg/dl and high blood glucose was around 300 to 500 mg/dl. It was mentioned that the customer was in the hospital from (B)(6) due to lung issues and was taking steroids. The spouse also reported that the buttons on the insulin pump had been difficult to press specially the act and arrows buttons. The device will be returned for analysis.